Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in an arteriovenous fistula in the normally tortuous and normally calcified radial artery. A 6.0 x 200, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured at nominal pressure and leaked contrast. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.